Event description:
As reported by the patient's attorney, a capio cl transvaginal suture capturing device was used during a procedure on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.